Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient reported that they didn¿t think the device was working because it wasn¿t treating their symptoms. The patient stated that they were urinating a lot more than they use to and had a hard time holding it. The patient wasn¿t feeling stimulation but didn¿t want to go through using the patient programmer (pp) to troubleshoot. The patient was to follow up with a healthcare professional (hcp). No further complications were reported or were expected.